Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Patient information was unavailable from the site. The event date is an approximation as the site informed the representative that the issue occurred "a few weeks ago" no additional information has been provided/submitted to the manufacturer for an evaluation to be conducted.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the surgeon observed an imprecision of 2-4 millimeters following registration. It was reported that the surgeon compensated for the imprecision. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.